Event description:
Boston scientific received info that this right ventricular lead displayed no capture at maximum output due to a lead dislodgement. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. Visual inspection demonstrated a bend in the lead's distal part. In addition the inner conductor coil showed a kink in that section. Bending the distal part requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. Further inspection demonstrated that the lead's distal part was found partly pulled out from the ring electrode. Traction forces during the surgery should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.